Event description:
Moreover it was also indicated on the same clinic note date, that the patient was undergoing a lot of stress with family problems at the same time of the reported increase in seizure and feeling depressed.

Event description:
It was reported through clinic notes dated (B)(6) 2009 that a vns patient was experiencing an increase in seizures and had been depressed due to unknown reason. At the moment good faith attempts to obtain further information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list type of report. Report should have read 30-day.